Event description:
An alarm issue was reported with the adc device in use with iphone xr with ios 17.4 operating system version. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced sweating and rapid breathing. The customer was unable to self-treat due to symptoms and required treatment of sugar and glucose provided by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer experienced missing high/low glucose alarms with freestyle librelink application. The reported issue was unable to be replicated as the reported configuration of ios 17.4 is not compatible with the freestyle librelink app. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.